Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. It was reported that the pump was beeping or flashing. It was reported that the screen was not turning on. The insulin pump will not be returned for analysis.